Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported by the rep the entire unit was replaced after trouble shooting. The rep noted the reason for impedance was unknown and that the unit had not been saved. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that patient could not feel anything since a month ago, and all pairs were greater than 4000 ohms when an impedance test was ran. Patient had a few falls but did not mention anything specific around the time they started having issues. Anterior posterior and lateral x-rays were done of the sacrum and everything looked great. It was speculated that the patient was maybe twisting the ins but they could not determine this from the x-ray. Patient was set up for a revision. Additional information was received from a manufacturer representative on 2018-apr-25. It was reported the reason for impedances was not known at the time of this e-mail and that there would be a surgery on (B)(6) 2018. There were no further complications reported/anticipated.